Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional information: a.2, b.3

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow and brown particles on the shell, creases and folds, wear abrasion and the weight of the device was within specification. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.